Event description:
It was reported that a home patient (hp) received a system error 2240 (air in set) alarm during the initial drain on a homechoice (hc) device. The hp stated she pressed go without connecting to the setup. The hc advanced to the initial drain and the hp connected after the initial drain had started. The technical service representative (tsr) explained to the alarm to the hp and assisted the hp in clearing the alarm. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, starting therapy when not connected could introduce air into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line before starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.